Event description:
It was reported that a female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate plus profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on visual examination. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: shpx595, left serial #: (B)(4), right catalog #: shpx560, right serial #: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2022, the mentor failure analysis lab received the device for evaluation. On 25-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view extended to an area of the missing valve. The tear measured approximately 3.0 cm, and the missing valve area measured 1.0 cm x 1.1 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).